Manufacturer narrative:
The reported event of premature depletion was not confirmed. Longevity assessment was performed, and device met projected longevity. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, as received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was at end-of-service level. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that premature battery depletion was suspected on the pacemaker. The physician noted interrogation (B)(6) 2020 indicated there was 1.5 years of battery life left but the elective replacement indicator (eri) was reached in (B)(6) 2020. The device was explanted and replaced. The patient was stable.